Event description:
The report received from the (B)(4) study indicated that a patient expired of unknown causes approximately (B)(6) months after the index procedure. The patient's medical history is significant for hypertension, smoking, pci on (B)(6) 2010, and mi on (B)(6) 2010. There was no cypher stent placed at the time of pci held on (B)(6) 2010. At the time of index procedure, the patient underwent deployment of a 2.75x13 mm cypher stent to the distal circumflex due to acute coronary syndrome with elevated ckmb or troponin, and angina. Post procedural residual stenosis was 0% with timi iii flow. Approximately (B)(6) months post index, the patient expired. It was reported that the subject expired of unknown causes. The outcome of the event was reported as fatal. The site mentioned that the death certificate will be available in 8-12 weeks, per their contact of funeral home. The investigator considered the event of death was severe in intensity; and unlikely related to the study device, drug, and procedure. As per the company's assessment, the event of death was serious, anticipated, and unlikely related to the study device.

Manufacturer narrative:
Concomitant medications at the time of death included aspirin and plavix. Complaint conclusion: the report received from the (B)(4) study indicated that a patient expired of unknown causes approximately (B)(6) months after the index procedure. The patient's medical history is significant for hypertension, smoking, pci on (B)(6) 2010, and mi on (B)(6) 2010. There was no cypher stent placed at the time of pci held on (B)(6) 2010. At the time of index procedure, the patient underwent deployment of a 2.75x13 mm cypher stent to the distal circumflex due to acute coronary syndrome with elevated ckmb or troponin, and (B)(6) (B)(6) months post index, the patient expired. It was reported that the subject expired of unknown causes. The outcome of the event was reported as fatal. The site mentioned that the death certificate will be available in 8-12 weeks, per their contact of funeral home. The investigator considered the event of death was severe in intensity; and unlikely related to the study device, drug, and procedure. As per the company's assessment, the event of death was serious, anticipated and unlikely related to the study device. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15183373 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.